Manufacturer narrative:
Unit had cracked and bleeding liquid crystal display glass.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the liquid crystal display screen was cracked, and housing was also cracked. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and to disconnect from the insulin pump and revert to pack up plan. The insulin pump will be returned for analysis.